Manufacturer narrative:
Device passed the displacement test, rewind, self test basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomalies noted. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not consistent when trying to dose insulin. The insulin pump will not be returned for analysis.